Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was found having a red tag indicating a channel error. Upon inspection of the device, it was found that it displayed 240.4150 error code signifying a pressure sensor error. Both pressure sensors were replaced, calibration was performed, and the device passed full operational and all tests. The device was returned to service. There was no patient involvement. Although requested, no further information was made available to date.